Event description:
We were operating an intuitive davinci robot in a lap chole surgery when we went to couple an intuitive suction irrigator to a stryker suction irrigation, the plastic stripped off of the threads which caused plastic shavings to fall into the pt. The shavings were then suctioned out of the pt with no adverse effect. The next day we did a "dry run" with the same two items (but brand new) and the exact same problem occurred. Event abated after use stopped or dose reduced? Yes.